Event description:
Litigation papers allege patient suffered severe pain and discomfort, clicking, and grinding, which negatively affected his ability to walk, move and sleep and elevated metal levels in the blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(6) 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient had a revision on dec 1, 2016 due to pain. On the revision notes, a small amount of heterotopic ossification throughout the periacetabular region. Added liner for the alleged clicking and grinding and stem and sleeve for the alleged elevated metal ions. Added the PMA/510k numbers for the cup and femoral head. There is no laboratory values provided. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 08, 2017: legal medical records received. After review of medical records, it also stated that the patient was revised to address adverse local tissue reaction. During revision, corrosive changes around the trunnion of the femoral component was noted without any pitting of the metal. This complaint was updated on: jun 16, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.